Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was received in good visual conditions and with a (B)(4) cartridge reload present. The reload was received fully fired and damaged. It was also noted that the cartridge reload pan was inside the device channel. Although no conclusion can be reached on what caused this damaged on the reload, it is possible that the cartridge was unloaded improperly by hitting the most distal end of the cartridge on a hard surface. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a gastric bypass procedure, they could reload three times, after three times the surgeon couldn't remove the magazine. The surgery was finished with a second device. There were no adverse consequences for the patient, the patient is fine. One device will be returning.